Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The mis cortical fixation fenestrated polyaxial screw was not returned for evaluation. Review of the device history record cannot be performed as the lot code is unknown. A 12-month review of the complaint trend analysis for the product family found no systemic trend. Without the return of the device in question, we are unable to confirm the reported issue or identify the root cause. Without the device for evaluation and with no systemic trends, this complaint file will be closed with no further action required. Should the product device become available at a later date, the complaint will be reopened and the sample will be evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports that screws and bars were implanted/placed without problems. When tightening concomitant device set screws, three of the set screws could not be completely closed and when removed were found to be dull. A fourth set screw could not be inserted. The procedure was changed from minimally invasive surgery (mis) to an open procedure and it was observed then the mis cortical fixation fenestrated polyaxial screw was damaged, which caused the difficulty assembling the set screws. The polyaxial screw was changed out intra-operatively and surgery continued with no issues. The removed polyaxial screw was found to be broken. As a result of the difficulty, the procedure was extended by two hours.

Manufacturer narrative:
Visual examination of the returned the expedium cfx fenestrated 6x50mm polyaxial screw confirmed that the threads within the tulip head of the polyaxial screw had become torn. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. It was indicated that the evaluation of the device did not change the parameters of the trend analysis and as such a new trending is not deemed necessary. The root cause of the threads within the tulip head of the polyaxial screw becoming torn cannot positively be determined. However, one possible root cause may have been cross threading. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.